Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell on a tile floor, and the touchscreen became cracked. Reportedly, the pump was still functional. The customer's blood glucose level was 292 mg/dl, and was addressed by delivering a bolus. Reportedly, the customer had lantus and humalog insulin available as alternate insulin therapy.